Manufacturer narrative:
Lab result was excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Pt is currently being treated for a tumor and had started radiation therapy prior to discrepancy. Pt current medication and health status may lead to unexpected inr result or testing error. Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr: 1.4, 2nd inr: 3.2, mean: 2.30, sd: 1.27, %cv: 55.34. Since %cv is more than %20, the precision test failed the criteria for precision. Additional investigation is required. Recent test conducted on lot #254609 on 08/10/2011 met both accuracy and precision criteria. Test results are as follows: donor 86 = 3.4, 3.3, 3.1 inr; donor 87 = 1.8, 1.8, 1.7 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 86 (2.80 inr) and donor 87 (1.50 inr), respectively. In-house test results have 4.68% and 3.27%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned. Retain strip testing results met accuracy criteria. Unexpected test results may be due to other cause, including but not limited to pt's medications and medical condition. (B)(4). This reaches the action threshold of (B)(4). Brick lot number 246555 has strip code p152a material was split into two different lots: lot # 254609 into 12 packs (smaller lot), lot # 257062 into 48 packs (larger lot). (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), corrective action is not required at this time.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.4, re-test: 3.2. Date: (B)(6) 2011, lab: 2.3. Time between inratio testing: 5 minutes. Pt is being treated for a tumor and started radiation therapy three days ago.